Event description:
Reporter reported that there was a leak from the twist clamp. There was no patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a leak from the twist clamp of a transfer set. This was due to a broken occluder foot. The root cause was undetermined. Renal quality engineering, plant manufacturer, and quality personnel will continue to monitor this product line for trends, and take corrective / preventative action as appropriate.